Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-18139. It was reported that patient has cramps in legs after leaving stimulation on for 6-8 hours. Patient¿s primary pain area is the back. It was also reported that patient has discomfort due to significant burning heat sensation at ipg site with stimulation on and off. No trauma or weight changes were reported. Surgical intervention may be undertaken to address this issue.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
The report of ¿uncomfortable stimulation¿ was not confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all functional testing (no anomalous outputs were observed). Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site. The report of ipg site burning when therapy is off is not able to be confirmed through product analysis testing. The reported ¿pocket heating¿ issue, not related to charging, was not confirmed. The device was placed in a chamber heated to 37°c. After 4 hours, the temperature of the ipg increased by only .1°c. Device passed as product requirement (53-5237) states no outer surface of the ipg shall be greater than 39°c when in normal operation.